Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventative maintenance due to safety clamp issues. The customer noted he changed the bezel, both transducers, the door, and even the logic board with no success. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 05/20/2011 to the present date 11/20/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed preventative maintenance due to safety clamp issues. The customer noted he changed the bezel, both transducers, the door, and even the logic board with no success. There was no patient involvement.